Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, stress, anxiety about pain, weight loss, difficulty sleeping, weakness and lack of energy. It was reported that the patient underwent exploratory laparotomy and excision of mesh implant on (B)(6) 2010 in order to relieve pain. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of nichols sacrospinous suspension and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, bowel problems, stress, anxiety, weight loss , difficulty sleeping, weakness and lack of energy. It was reported that the patient underwent exploratory laparotomy and excision of mesh implant on (B)(6) 2010. No additional information was provided. (B)(4).